Event description:
It was reported that (1) device was used during a colon resection. It was reported by the rep that the tct75 instrument was already locked out when the surgeon went to fire the instrument. Another instrument was used to complete the case. There was no consequence to the pt. The device was not returned.